Event description:
Procedure type: lap gastric bypass. Patient gender: unk. According to the reporter: the needles kept falling out. Needles were found and removed from the patient without any problem. Opened another device and reloaded to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended or time.

Manufacturer narrative:
(B) (4). (B) (4).